Event description:
It was reported that the physician's handheld could not communicate with the generator. They had to try several times before succeeding. Troubleshooting was performed, but the problem persisted. The wand was found to be functioning correctly, so the physician suspects a problem with the handheld computer. Product has been returned to the MFR, but analysis is pending.